Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a small fracture in the proximal femur and so the surgeon planned to up-size the reclaim proximal body and cable the fracture. Surgeon tried to disengage the taper of the reclaim proximal body, but the taper was cold welded together and unable to separate it from the distal stem. In the process of trying to separate the implants, the push rod bent and damaged the 95mm torque shaft. Since the surgeon was unable to separate the taper, he decided to leave the stem in place and only replace the head and locking bolt. No surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that the push rod tip was bent, the 95 body that accepted the rod may have been damaged since the rod did not fit in afterward. Nothing was broken off the instruments. It did not break into two or more pieces. The event did occur during revision surgery. It was being revised for a fracture around the proximal femur. The surgeon attempted to separate the taper in order to change implant to a larger size. Since he was unable to separate, the surgeon added cables and exchanged femoral head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.